Manufacturer narrative:
One fluid warmer was returned for evaluation. Visual inspection of the device found it to be in good physical condition. Upon removal of the back cover, a carack in the float switch was noted and had leaked water. This confirms the reported customer complaint. It was also noted to not be heating up upon power up as a result of faulty top and bottom thermistor. This was replaced as well as the float switch and the device then passed all functional and electrical testing. The problem source was determined to be unknown.

Event description:
Information was received that a smiths medical fluid warmer was noted to be leaking from the reservoir; water pours out of front near power switch label when powered on.